Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: combined efficacy of atrial septal lead placement and atrial pacing algorithms for prevention of paroxysmal atrial tachyarrhythmia. Jour card electrophysiol 2003;14:1189-1195.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipg). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports leads were placed in different positions to check at/af recurrence with different overdrive pacing methods. It was noted that multiple patients experienced strokes. The author reported "four occurred in the nonseptal group, including one while prevention algorithms were programmed on, and one occurred in the nonseptal group". The status of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.